Manufacturer narrative:
B5 describe event or problem: grammatical correction from "continuous" to "continues". The patient continues to experience burning sensation when urinating, and the urine flow is like a dribble at times. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of dysuria, hematuria, tingling and urinary retention are known risks associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported by the patient that after the catheter was removed, he began experiencing burning during and after urination. There is blood in the urine and an uncomfortable tingling sensation in the shaft of the penis. The patient continues to experience burning sensation when urinating, and the urine flow is like a dribble at times. He is not drinking much fluids after 7pm. No further patient consequences were reported.

Event description:
It was reported by the patient that after the catheter was removed, he began experiencing burning during and after urination. There is blood in the urine and an uncomfortable tingling sensation in the shaft of the penis. The patient continuous to experience burning sensation when urinating, and the urine flow is like a dribble at times. He is not drinking much fluids after 7pm. No further patient consequences were reported.